Manufacturer narrative:
The device was not returned for evaluation. However, because examination of the returned components may not conclusively confirm or disprove the report of urethra issues, quality accepts the physician¿s observations of such as the reason for surgical intervention. As no lot number was provided, a review of the device history record, complaint history database, nonconformance's and capas could not be completed. Based on the available information, the reported complaint is identified in the risk management documentation and reviewed routinely to monitor complaint trends as part of post market surveillance. No corrective action is required at this time.

Event description:
According to the available information, during the initial implant procedure, the patient was scheduled to receive a 3-piece penile implant. However, intraoperatively, the physician decided to do a malleable instead of an ipp due to a potential urethra issue [perforation]. On (B)(6) 2026, the patient had a revision procedure to remove the genesis implant and replace it with a titan.